Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care procedure, using a glidescope video baton 2.0 large, as soon as they lifted the baton to get visualization the screen froze. A delay in the procedure of minimal duration occurred as a replacement baton from another machine was obtained. No harm to the patient or user was reported.